Event description:
"I performed an autopsy examination several weeks ago on a pt who was fitted with a medcomp split cath long term hemodialysis catheter (14f x 24cm). It is apparent that a part of the catheter has broken off causing some degree of haemorrhage and potentially an air embolism. The pt went into cardiac arrest and died soon afterwards."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation and additional information regarding the event. When the investigation is complete a final report will be submitted.